Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-aug-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 11-aug-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device site infection occurred at the incision or pocket location following implantation of the lead 977a260 vectris mrics compact and the implantable neurostimulator 977119 inceptiv us emanual. Antibiotics were required as part of the intervention. The devices were subsequently removed (explant) as a result of the infection. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.